Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was broke the following information was received by the initial reporter with the following verbatim. It was reported that a bacter micron filter broke off in the top of the maxzero connector.